Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint " tubing fell apart below pump segment" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smart site pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing fell apart below pump segment.